Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va16y1l, implanted: (B)(6) 2018, product type lead. See manufacturer¿s report # 3007566237-2018-00512 and # 3004209178-2018-03692 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that troubleshooting assistance was needed for intra-operative impedance issue. It was reported that impedances with 0 were blacked out. The lead was wiped down and reinserted and a new ins was opened and the amplitude and pulse width were increased and the issue persisted with 0. They connected back to the old ins and there were no issues with the 0. Lead placement went fine with motor response observed. While on the call, the caller increased the pulse width and amplitude and tested again and said it was running clean. They then said that 0<(>&<)>2 and 0<(>&<)>3 were still blacked out. It was reviewed to be certain the ins was fully inserted and that the set screw was not backed out too far and fully engaged. The caller said they tugged the lead and it did not come back out too far. It was reviewed that they could try to program the ins to observe motor response again to confirm, but the caller declined. It was reviewed that it was unlikely an ins issue if it repeated with 2 new ins's. Discussed the issue may resolve on its own or may require reprogramming around the issue. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported the cause of the impedance issue had not been determined. They also reported that the impedance issue was ok in post-op.